Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -15.00/1.0/163 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. Low vault was observed. On (B)(6) 2023 the lens was implanted, removed and replaced intra-operatively for a longer length lens and the problem was not resolved. See MFR# 2023826-2024-01639 for replacement lens.